Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of ds2 machine is not working properly. It is barely blowing out any air. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center for further evaluation. There was one error code found. During the investigation, observed inlet/outlet seal with contamination, blower box with contamination and iso port with contamination. The customer complaint was reproduced. The device was scrapped.

Manufacturer narrative:
The manufacturer inadvertently captured in box h: if follow-up, what type as required and device evaluation, it should be not applicable.